Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level ranging from 500 to 600 mg/dl. Reportedly, drips of insulin were not observed to be exiting the infusion set tubing during the fill load tubing process. Reportedly, customer changed supplies and successfully resumed insulin delivery. Bg was addressed via a correction bolus. The customer was instructed to consult with healthcare provider regarding bg level.